Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced on (B)(6) 2017 due to out of range impedances caused by clavicular crush. A df4 lead was implanted. No adverse patient events were reported.